Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, a loss of capture and sensing was observed on the right ventricular (rv) lead. The physician attempted to reposition the rv lead but the helix no longer functioned properly. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were loss of capture and sensing and helix no longer functioning properly. As received, a complete lead was returned in one piece. The reported event of helix no longer functioning properly was confirmed. The helix was retracted and clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The measured full helix extension length was within specification. The cause of the reported event of helix no longer functioning properly was isolated to the helix being clogged with blood/tissue. The reported event of loss of capture and sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.